Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The lesion was located in the mid left circumflex (cx). There were no lesion characteristics reported. The vessel was pre-dilated with a maverick2 3.50x20mm balloon and then the physician attempted to advance a taxus express2 3.50x24mm drug eluting stent (des). Upon advancing the stent, the physician noticed a dissection in the mid cx. The stent delivery system was removed and exchanged for a taxus express2 3.50x32mm des. This stent was positioned over the dissection and successfully deployed. There were no further patient complications reported. Additional information has been requested, but none has been received as of the date of this report.

Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.